Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to touch since three weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on with normal operation. A rewind, load, and prime sequence was performed successfully with the pump. A review of the device history indicated no unusual fluctuation of voltage. The pump was tested with an external power supply, and the idle, sleep, rewind, and load currents tested within specifications. No overheating was duplicated during testing. The pump case was removed and no evidence of loose components or moisture ingress was found.